Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain near ipg implant site. It was also mentioned that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.